Event description:
It was discovered via patient device tracking that the right ventricular (rv) lead had insulation damage. The rv lead was capped and replaced on (B)(6) 2021. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-38168. Additional information received indicated that the right ventricular (rv) lead could not be removed from the header of the pacemaker (pm) due to difficulties with loosening the set-screw. The pm was explanted and replaced. The patient was stable throughout the procedure. Additionally, it was noted that the patient was asymptomatic to the insulation anomalies seen on the rv lead.